Manufacturer narrative:
An isi field service engineer (fse) followed up with the reporter. The customer noted that they replaced the mcs to resolve the issue and they have had no further issues since that time. No site visit was conducted by the fse as the system was working properly and no additional action was required. A review of the site's complaint history found no additional instances of this issue. A review of the instrument log for the suspected monopolar curved scissors (420179-23/ n13210222-989) associated with this event has been performed. Per logs, the monopolar curved scissors (420179-23/ n13210222-989) was last used on (B)(6) 2021 on system sh1531. The suspected instrument had 6 lives remaining after the last procedural use. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on the customer-reported issue as the monopolar curved scissors (mcs) instrument reportedly sparked and there is no evidence or claim of mishandling/misuse. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Although there was no patient injury reported as a result of this issue, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument sparked. The customer resolved the issue by replacing the mcs. There was no reported injury to the patient, and the procedure was continuing as planned with the replacement instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.